Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (55-600 mg/dl). Customer's health care professional recommended pump settings be adjusted. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio and basal settings. Customer delivered correction boluses to stabilize elevated bg's and ate food to stabilize low bg's.